Event description:
The bag was used by an anesthesia doctor for transporting a patient and the oxygen tubing became disconnected from the red end connector and the patient desaturated down to 70%. The md was able to bring the patient's saturation back up to normal.

Manufacturer narrative:
The fitsall connector of the returned resuscitator had become separated from the tubing. There is evidence of bonding on the tubing. It remains inconclusive as to the cause of the tubing/connector separation. A corrective action file (CAPA) to investigate the root cause of the separation has been initiated and currently is on-going. Photos of the end of the tubing along with the connector is attached for visual interpretation.